Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR¿s: (B)(4).

Event description:
It was reported that the connecting tube cannot be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer's allegation was not confirmed. Based on the results of the investigation, it presumed that the tube was not pushed enough (until it clicked) during connection or foreign material, or the like got caught between the connecting part, which made the tube unable to be connected. The event can be detected by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.